Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and the loss of consciousness. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had passed out in the airport. The patient's blood glucose levels reached 40 mg/dl while wearing the pod between 36 and 48 hours. A doctor who was at the airport treated the patient with orange juice and sugar packets.